Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 10 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod, on their back. Patient stated his glucose levels were in the 360's not coming down with correction boluses. When he removed from the infusion site, he could see blood inside the cannula. He then removed the pod and no longer had any issues.